Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2005 and the femoral head was explanted on (B)(6) 2013. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Corrected data: manufacturing site for devices an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: a revision surgery was performed for a fracture of an alumina head after a patient fall. This was approximately 8 years after the primary ceramic on ceramic tha. The stem was preserved at revision despite gouges in the trunnion. A new v40 cocr head was placed with a new polyethylene liner. No medical records or patient history provided after the revision. Only the op note provided preop. No mention or re-revision or increased metal levels. Event confirmation: a primary ceramic-ceramic tha can be confirmed. A revision for fracture of a ceramic head can be confirmed. Re-revision cannot be confirmed. Patient injury, excessive metal levels and/or device recall cannot be confirmed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.-complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the ceramic head. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: a revision surgery was performed for a fracture of an alumina head after a patient fall. This was approximately 8 years after the primary ceramic on ceramic tha. The stem was preserved at revision despite gouges in the trunnion. A new v40 cocr head was placed with a new polyethylene liner. No medical records or patient history provided after the revision. Only the op note provided preop. No mention or re-revision or increased metal levels. Event confirmation: a primary ceramic-ceramic tha can be confirmed. A revision for fracture of a ceramic head can be confirmed. Re-revision cannot be confirmed. Patient injury, excessive metal levels and/or device recall cannot be confirmed." Although the root cause could not be determined from the information provided, it is likely that trauma contributed to fracture of the ceramic head as it was reported that the patient had a hard fall leading up to the revision. No further investigation for this event is possible at this time. If devices and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lift anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2005 and the femoral head was explanted on (B)(6) 2013. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue and excessive levels of chromium and cobalt in his blood. Update per medical records received: the patient was revised due to fracture of the ceramic head. The patient had fallen one month prior to the revision, landing hard on his left hip, and that is when the pain and popping and catching in the hip began. Damage to the stem trunnion was reported as a result of the femoral stem articulating against the ceramic liner following breakage of the ceramic head. The ceramic liner and ceramic head were revised and the stem and shell were left implanted.